Manufacturer narrative:
(B)(4) - infection. Conclusion: no conclusion can be drawn at this time. Should additional info be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported that a pt underwent a coronary artery bypass graph procedure on (B)(6) 2010 and surgical steel wire was used to close the sternum. On (B)(6) 2010, the pt was admitted for pain, then pus started oozing out from the sternal wound on (B)(6) 2010. The deep sternal wound was infected with pseudomonas aeruginosa. The sternal wires were removed on (B)(6) 2010 and flap surgery was done on (B)(6) 2010. The pt is recovering well.